Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported. The lead lead was observed to have fractured. An invasive procedure was performed.

Manufacturer narrative:
This lead was surgically capped and abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.